Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lapjoint section and was not returned. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. The catheter flushed normally when the imaging core was fully retracted and fully advanced. The imaging core impedance test showed a complete circuit curve. The transducer level impedance test showed a good rh peak. Image testing could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 11-aug-2022. It was reported that visualization issues occurred. The opticross hd imaging catheter was selected for use. After the device was flushed, image testing only showed a black image. Another catheter was used to complete the procedure. There were no patient complications. However, device analysis revealed the imaging window was detached.